Event description:
Date of event is unknown. Customer reported neck of "y" connector cracked and leaked critical cardiac drug. No other patient or event details available and no report of patient harm. Set received and on 12/02/2008 investigation confirmed intermittent leaking at engagement of smartsite to female luer. Microscopic exam showed small micro crack on luer. Crack does not appear to be broken through completely and was not identified as cause of leak, but may have been a contributing factor. Root cause could not be identified.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer.